Event description:
The report from the affiliate indicated that approximately one (1) week after the index procedure, the patient returned for a planned/staged procedure involving the left coronary artery (lca) system. Coronary angiography was done and the previously treated saphenous vein graft (svg) to the right coronary artery (rca) was noted to be occluded. The patient was not symptomatic. A hard thrombus was reported at the distal end of the previously implanted cypher stent. The thrombus was treated by percutaneous transluminal coronary angioplasty (ptca) using a voyager 2.0 mm balloon. An additional cypher 2.5 x 18mm stent (stent #2) was implanted at the distal end of the previously implanted cypher stent in overlapping fashion. An additional lesion was noted at the proximal end of the initial cypher stent that was present, but not treated during the index procedure. An additional cypher 3.5 x 18 mm stent (stent #3) was implanted proximal to the initial cypher stent in overlapping fashion. No further thrombosis was observed. The patient was discharged from the hospital in stable condition. The physician's comment regarding possible cause of the thrombotic event was that it might have been due to the fact that there was thrombus remaining at the lesion after the index procedure.

Manufacturer narrative:
Please not that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.